Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team reviewed a CT scan showing that the patient may require revision surgery. The proposed procedure includes cleaning out any cysts, performing a partial excision and prophylactic fixation of the medial malleolus, revising the talus component, and replacing the plastic part.

Manufacturer narrative:
Correction to h6 (results code). The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans the hcp opined that- we can see in the CT scan that there are large cysts in the medial malleolus of the tibia and in the posterior part of the distal fibular. The underlying cause in unclear, though. The tibial component seems to be fixed in the bone without signs or information of loosening. The talar component might be subsided a little, but there is also no clear radiolucence visible. The posterior part of it looks a little downwards subsided. The underlying cause for this is not clear. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source. This assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root cause of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team reviewed a CT scan showing that the patient may require revision surgery. The proposed procedure includes cleaning out any cysts, performing a partial excision and prophylactic fixation of the medial malleolus, revising the talus component, and replacing the plastic part.